Event description:
Olympus received a medwatch report which stated that: the bipolar unit was used for a transurethral resection of the prostate (tur). The machine did not work properly; it would not coagulate at times. The unit only worked about 50% of the time and prolonged the length of the surgery. The cord to the hand piece, as well as the hand piece itself, and the electrode were all replaced and tried. None of these attempts were successful. Biomed was called into the room and could not identify the problem. After the procedure, biomed was again called to the room to further work on the issue.

Manufacturer narrative:
Olympus followed up with the reporter via telephone and in writing to obtain more information regarding this report, but no additional details were provided. The device referenced in this report will not be returned to olympus for evaluation. It was tested by the hospital's bme and no issues were found. The exact cause of the user's experience could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented. This report is being submitted as a medical device report in an excess of caution.